Event description:
Ous MDR - it was reported that after an implantation time of about 16 months, the patient received inappropriate shocks. The ICD could no longer be interrogated after that. No deterioration of the patient's state of health was reported. Both were explanted and returned for analysis.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The interrogation with a clinical programmer showed the device status eos and 128 registered charge processes. The memory content of the ICD was checked. The analysis of the available iegms showed interference signals in the ventricular and in the far-field channel, which, matching the clinical observation, led to several shock deliveries. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. Further analysis of the shock holter entries showed that the ICD executed at least 113 charge processes on 29 april 2015, within three hours. Eos activation occurred due to these very rapidly successive charge processes. The eos state was removed with a technical programmer, and a subsequent interrogation of the ICD showed the battery state mol2. In a next step, the ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. There were no indications of a device malfunction during the analysis.